Manufacturer narrative:
Patient information was unavailable. A site representative reported the system would not boot during a case. The pendant displayed "initializing system please wait" and had two red x's for the generator and the mobile view station (mvs). The site tried rebooting the mvs and the image acquisition system (ias) multiple times with no resolution. The site was unable to perform additional troubleshooting because they needed to proceed with the surgery. The site used a different imaging system and aborted navigation. There was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned. An on site inspection was scheduled for a later date. During the on site inspection, the medtronic representative reported that the umbilical cable had 3 broken wires on the male connector. The medtronic representative changed umbilical cable. The replaced umbilical cable was sent to the manufacturer for part analysis. A successful system checkout was performed which verified that the issue had been resolved. Part analysis confirmed an electrical failure for the damaged umbilical cable. This event was identified during a retrospective review as discussed with the FDA (B)(6) on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported the system would not boot during a case. The pendant displayed "initializing system please wait" and had two red x's for the generator and the mobile view station (mvs). The site tried rebooting the mvs and the image acquisition system (ias) multiple times with no resolution. The site was unable to perform additional troubleshooting because they needed to proceed with the surgery. The site used a different imaging system and aborted navigation. There was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned. An on site inspection was scheduled for a later date.